Manufacturer narrative:
Additional initial reporter phone: (B)(6). Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that a unspecified bd safetyglide syringe had missing scale markings. The following was reported by the initial reporter: "it was reported via survey response that the clinician experienced needlestick injury after patient use prior to safety mechanism activation (1), needlestick injury after patient use after safety mechanism activation (locked over needle) (1), needle clogged (1), unable to inject medications (1), needle detaches from syringe (1), unable to aspirate medications (1), needle dull/blunt (1), scale marking missing/illegible (1), needle pulled out of hub (1), leakage (1). Per customer's response opn 03/24/2021 ((B)(6) translation) md in principle they were facts of the past, years ago. None have happened recently. I don't have the batch number for catalog n. But I think it is not important. All the best (B)(6). Additional information related to what leaked and from where states: "intravenous fluid" "I don't recall." Additional information related to nsi prior to safety activation states: "the patient used it incorrectly." Additional information related to nsi after safety activation states: "hardly anything.""